Manufacturer narrative:
(B)(4). The reported field event of an impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Event description:
It was reported the patient presented with an alert for high impedance. The generator removed and replaced. There were no intraprocedural complications.